Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: none. Their meter allegedly would only prompt message "error 4" or "error 2". The result on their meter was unable to test. The result on the doctors meter was unknown. Treatment was unknown. No further information has been reported.